Event description:
It was reported that a peritoneal dialysis (pd) patient was suspected to have experienced an infection. The patient reported that they were being hospitalized. The peritoneal dialysis registered nurse (pdrn) stated that they were unsure why the patient was hospitalized and that the patient possibly had an infection. The nature of the infection was not reported. Treatment and outcome were not reported. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.